Manufacturer narrative:
A ge representative evaluated the system and replaced the amplifier cover. The dosage measurement device is mounted on the cover. A loose or damaged cover would cause dosage measurements to be inaccurate. There was no accidental radiation occurrence. The system operates as intended.

Event description:
The customer reported the dosage is out of tolerance. No patient injury was reported.